Event description:
The hospital medical engineer (me) reported the reaction of the touchscreen was poor and the touchscreen needs to be calibrated frequently. There was no patient involvement. The authorized service provider (asp) evaluated the ventilator and confirmed the touchscreen issue. The asp replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
B4:21jul2021. The touchscreen was received for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The reported complaint of touchscreen failure is not duplicated. There is no fault found on this returned touchscreen assembly.